Event description:
It was reported that catheter issue occurred. The 99% stenosed lesion was severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device got stuck with the guidewire. The shaft was cut, and the device removed. The procedure was completed with another of the same device. No patient complications were reported.